Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the "battery indicator". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred on (B)(6) 2012 at 8:00am. The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet and exercise and denied making any changes to her normal diabetes management routine in response to the reported issue. Twenty-four hours after the alleged issue occurred, the patient claimed to have developed symptoms of feeling "shaky, sweaty, dizzy and confused" and by that afternoon, between 2:00pm and 3:00pm, self treated with glucose tablets/gel. During troubleshooting, the cca determined that the batteries did not need replacement. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of severe hypoglycemia and received medical treatment after the alleged issue occurred.